Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The medtronic representative (mr) checked the battery replacement frequency and found it to have been replaced recently. He checked disk space and found it to be near 70% and above. He checked with the site and was given permission to remove old data. The mr removed majority of data for all 3 applications. The system was tested after data removal and could not replicate the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was experiencing system lock ups during equipment setup. The system mouse cursor was freezing. There was no patient present when this issue was identified.